Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('irregular and heavy bleeding'), abdominal pain ('abdominal pain'), intervertebral disc protrusion ('herniated disc / discotomy l4-5 on the left side with herniated disc l4-5 on the left side'), inguinal hernia ('inguinal hernia on the right side') and mammoplasty ('breast reduction bilateral') in a 40-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included microgynon 30 coated tablet for menses irregular with excessive bleeding. Other product or product use issues identified: product use in unapproved indication "patient used microgynon 30 to irregular, heavy menstrual blood flow" from (B)(6) 2017 to (B)(6) 2017. The patient's medical history included allergy to antibiotic (she does not know which one.) In 2013, weight gain from (B)(6) 2012 to (B)(6) 2012, pregnancy in 2011, pelvic discomfort (treated with mensendieck therapist) in 2011, numbness in (B)(6) 2011, paraesthesia lower limb in (B)(6) 2011, low back pain (radiating pain, on standing and walking especially at night. Persistent severe radicular syndrome l5 left. Clinically no sign of cauda syndrome. Morphine effect.) In (B)(6) 2011, parity 3, multiple cesarean sections, retention with overflow and coronary artery disease (child has leukaemia). Concomitant products included oxycodone for back pain, drospirenone + ethinylestradiol (yasmin) from (B)(6) 2012 to (B)(6) 2012 for contraception and naproxen from (B)(6) 2017 to (B)(6) 2017 for general body pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pain in extremity ("leg pain"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion intervention required), dysmenorrhoea ("menstrual pain") and polymenorrhoea ("frequent menses every 2.5 weeks"). From (B)(6) 2017 until (B)(6) 2017, the patient received microgynon 30 (oral), 1 dosage form(s) daily. In (B)(6) 2017, the patient experienced hypoaesthesia ("socially numb with microgynon 30 / general numbness"). In (B)(6) 2017, the patient experienced pain ("generalized body pain (did not relieve with naproxen)"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria hospitalization and intervention required), fatigue ("excessive tiredness"), back pain ("back pain radiating to the legs, to the toes"), intervertebral disc protrusion (seriousness criterion hospitalization), middle insomnia ("sleep interrupted") and inguinal hernia (seriousness criterion hospitalization) and underwent mammoplasty (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013 , on (B)(6) 2014 , from (B)(6) 2014 to (B)(6) 2014 and then from (B)(6) 2017 to (B)(6) 2017. The patient was treated with physical therapy (on (B)(6) 2013) and surgery (removal of uterus with both tubes and the fallopian tubes and uterus were removed). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the hypoaesthesia had resolved. In (B)(6) 2017, the pain had resolved. At the time of the report, the menometrorrhagia had resolved, the abdominal pain, back pain, intervertebral disc protrusion, middle insomnia, pain in extremity, inguinal hernia, mammoplasty, dysmenorrhoea and polymenorrhoea outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain and menometrorrhagia to be related to essure. The reporter provided no causality assessment for back pain, dysmenorrhoea, fatigue, hypoaesthesia, inguinal hernia, intervertebral disc protrusion, mammoplasty, middle insomnia, pain, pain in extremity and polymenorrhoea with essure. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, fatigue, inguinal hernia, intervertebral disc protrusion, mammoplasty, menometrorrhagia, middle insomnia, pain, pain in extremity and polymenorrhoea with microgynon 30. The reporter considered hypoaesthesia to be related to microgynon 30. The reporter commented: essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy for abnormal uterine bleeding. However, the reporter stated that essure removal was performed due to medical reason (medically necessary). The primary reason for removal were the events pain abdomen and bleeding. No follow-up available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: persistent severe radicular syndrome l5 left with small disc herniation l4-5 on left.. Smear cervix - on (B)(6) 2012: pap class: pap 1. Ultrasound scan vagina - on an unknown date: uterus: retroflexion; myometrium: small subserous myoma, 11 mm in size; uterine cavity: nice triple view, however thick 13 mm; adnexa left: normal; adnexa right: normal; douglas pouch: no free fluid; remarks/observations: essure left and right well positioned, not touching the endometrium conclusions: no anatomical abnormalities. Lot number: 901331, manufacturing date: 2011-09, and expiration date: 2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-aug-2021: questionnaire essure device removal received. Patient's relevant medical history added. Essure removal was performed due to medical reason (pain abdomen and bleeding), and the reporter considered that essure caused or contributed to the occurrence of the events. This case refers to a patient who received ethinylestradiol + levonorgestrel and experienced menometrorrhagia ('irregular and heavy bleeding'). This event is listed in the reference safety information of the suspect drug. Considering the safety profile of the drug and the implied temporal relationship, a causality of ethinylestradiol + levonorgestrel for the event menometrorrhagia ('irregular and heavy bleeding') was considered likely (related). Regarding essure, a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('irregular and heavy bleeding'), intervertebral disc protrusion ('herniated disc / discotomy l4-5 on the left side with herniated disc l4-5 on the left side'), inguinal hernia ('inguinal hernia on the right side') and mammoplasty ('breast reduction bilateral') in a 40-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included microgynon 30 coated tablet for menses irregular with excessive bleeding. Other product or product use issues identified: product use in unapproved indication "patient used microgynon 30 to irregular, heavy menstrual blood flow" from (B)(6) 2017. The patient's medical history included allergy to antibiotic (she does not know which one.) In 2013, weight gain from (B)(6) 2012, pregnancy in 2011, pelvic discomfort (treated with mensendieck therapist) in 2011, numbness in march 2011, tingling sensation in march 2011, low back pain (radiating pain, on standing and walking especially at night. Persistent severe radicular syndrome l5 left. Clinically no sign of cauda syndrome. Morphine effect.) In (B)(6) 2011, retention with overflow and coronary artery disease (child has leukaemia). Concomitant products included oxycodone for back pain, drospirenone + ethinylestradiol (yasmin) from (B)(6) 2012 for contraception and naproxen from (B)(6) 2017 for general body pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pain in extremity ("leg pain"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("menstrual pain"), polymenorrhoea ("frequent menses every 2.5 weeks") and abdominal pain ("abdominal pain"). From (B)(6) 2017, the patient received microgynon 30 (oral), 1 dosage form(s) daily. In (B)(6) 2017, the patient experienced hypoaesthesia ("socially numb with microgynon 30 / general numbness"). In (B)(6) 2017, the patient experienced pain ("generalized body pain (did not relieve with naproxen)"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria hospitalization and intervention required), fatigue ("excessive tiredness"), back pain ("back pain radiating to the legs, to the toes"), intervertebral disc protrusion (seriousness criterion hospitalization), sleep disorder ("sleep interrupted") and inguinal hernia (seriousness criterion hospitalization) and underwent mammoplasty (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2013 , on (B)(6) 2014 , from (B)(6) 2014 and then from (B)(6) 2017. The patient was treated with physical therapy (on (B)(6) 2013) and surgery (the fallopian tubes and uterus were removed). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the hypoaesthesia had resolved. In (B)(6) 2017, the pain had resolved. At the time of the report, the menometrorrhagia had resolved, the fatigue had not resolved and the back pain, intervertebral disc protrusion, sleep disorder, pain in extremity, inguinal hernia, mammoplasty, dysmenorrhoea, polymenorrhoea and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, dysmenorrhoea, fatigue, hypoaesthesia, inguinal hernia, intervertebral disc protrusion, mammoplasty, menometrorrhagia, pain, pain in extremity, polymenorrhoea and sleep disorder with essure and microgynon 30. No further causality assessment were provided for the products. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: persistent severe radicular syndrome l5 left with small disc herniation l4-5 on left.. Smear cervix - on (B)(6) 2012: pap class: pap 1. Ultrasound scan vagina - on an unknown date: uterus: retroflexion; myometrium: small subserous myoma, 11 mm in size; uterine cavity: nice triple view, however thick 13 mm; adnexa left: normal; adnexa right: normal; douglas pouch: no free fluid; remarks/observations: essure left and right well positioned, not touching the endometrium. Conclusions: no anatomical abnormalities. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-jun-2021: the medical records were received, patient´s date of birth, historical and concomitant drugs, essure indication and lot number, lab datas added. New adverse events received: irregular and heavy bleeding, patient used microgynon 30 to irregular, heavy menstrual blood flow, socially numb with microgynon 30 / general numbness, generalized body pain, tiredness, back pain, herniated disc, sleep disorder, leg pain, inguinal hernia, breast reduction bilateral, menstrual pain, frequency of menses, abdominal pain. The adverse event medical device removal was added as a non-drug treatment for irregular and heavy bleeding. This case refers to a patient who received ethinylestradiol + levonorgestrel and experienced menometrorrhagia ('irregular and heavy bleeding'). This event is listed in the reference safety information of the suspect drug. Considering the safety profile of the drug and the implied temporal relationship, a causality of ethinylestradiol + levonorgestrel for the event menometrorrhagia ('irregular and heavy bleeding') was considered likely (related). Regarding essure, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('irregular and heavy bleeding'), abdominal pain ('abdominal pain'), intervertebral disc protrusion ('herniated disc / discotomy l4-5 on the left side with herniated disc l4-5 on the left side'), inguinal hernia ('inguinal hernia on the right side'), mammoplasty ('breast reduction bilateral') and genital haemorrhage ('abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included microgynon 30 coated tablet for menses irregular with excessive bleeding. Other product or product use issues identified: product use in unapproved indication "patient used microgynon 30 to irregular, heavy menstrual blood flow" from (B)(6) 2017 to (B)(6) 2017. The patient's medical history included allergy to antibiotic (she does not know which one.) In 2013, weight gain from (B)(6) 2012, pregnancy in 2011, pelvic discomfort (treated with mensendieck therapist) in 2011, numbness in (B)(6) 2011, paraesthesia lower limb in (B)(6) 2011, low back pain (radiating pain, on standing and walking especially at night. Persistent severe radicular syndrome l5 left. Clinically no sign of cauda syndrome. Morphine effect.) In (B)(6) 2011, parity 3, multiple cesarean sections, retention with overflow and coronary artery disease (child has leukaemia). Concomitant products included oxycodone for back pain, drospirenone + ethinylestradiol (yasmin) from (B)(6) 2012 for contraception and naproxen from (B)(6) 2017 for general body pain. On an unknown date, the patient started microgynon 30 (oral), 1 dosage form(s) daily. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pain in extremity ("leg pain"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion intervention required), dysmenorrhoea ("menstrual pain") and polymenorrhoea ("frequent menses every 2.5 weeks"). In (B)(6) 2017, the patient experienced emotional poverty ("socially numb with microgynon 30 / general numbness"). In (B)(6) 2017, the patient experienced pain ("generalized body pain (did not relieve with naproxen)"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria hospitalization and intervention required), fatigue ("excessive tiredness"), back pain ("back pain radiating to the legs, to the toes"), intervertebral disc protrusion (seriousness criterion hospitalization), middle insomnia ("sleep interrupted"), inguinal hernia (seriousness criterion hospitalization), menstrual disorder ("changes in menstrual cycle"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions "), bladder disorder ("bladder problems"), dyspareunia ("dyspareunia"), feeling abnormal ("brain fog "), amnesia ("memory loss"), alopecia ("hair loss") and tooth disorder ("dental problems "), underwent mammoplasty (seriousness criterion hospitalization) and was found to have hormone level abnormal ("hormonal problems"). The patient was hospitalized from (B)(6) 2013 , on (B)(6) 2014 , from (B)(6) 2014 and then from (B)(6) 2017. The patient was treated with physical therapy (on (B)(6) 2013) and surgery (removal of uterus with both tubes and the fallopian tubes and uterus were removed). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the emotional poverty had resolved. In (B)(6) 2017, the pain had resolved. At the time of the report, the menometrorrhagia had resolved, the abdominal pain, back pain, intervertebral disc protrusion, middle insomnia, pain in extremity, inguinal hernia, mammoplasty, dysmenorrhoea, polymenorrhoea, menstrual disorder, genital haemorrhage, hypersensitivity, bladder disorder, dyspareunia, feeling abnormal, amnesia, alopecia, tooth disorder and hormone level abnormal outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, hypersensitivity, menometrorrhagia, menstrual disorder and tooth disorder to be related to essure. The reporter provided no causality assessment for back pain, dysmenorrhoea, emotional poverty, inguinal hernia, intervertebral disc protrusion, mammoplasty, middle insomnia, pain, pain in extremity and polymenorrhoea with essure. The reporter provided no causality assessment for abdominal pain, alopecia, amnesia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, hypersensitivity, inguinal hernia, intervertebral disc protrusion, mammoplasty, menometrorrhagia, menstrual disorder, middle insomnia, pain, pain in extremity, polymenorrhoea and tooth disorder with microgynon 30. The reporter considered emotional poverty to be related to microgynon 30. The reporter commented: essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy for abnormal uterine bleeding. However, the reporter stated that essure removal was performed due to medical reason (medically necessary). The primary reason for removal were the events pain abdomen and bleeding. No follow-up available 6 or more months following essure removal. She received microgynon from (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: persistent severe radicular syndrome l5 left with small disc herniation l4-5 on left. Smear cervix - on (B)(6) 2012: pap class: pap 1. Ultrasound scan vagina - on an unknown date: uterus: retroflexion; myometrium: small subserous myoma, 11 mm in size; uterine cavity: nice triple view, however thick 13 mm; adnexa left: normal; adnexa right: normal; douglas pouch: no free fluid; remarks/observations: essure left and right well positioned, not touching the endometrium. Conclusions: no anatomical abnormalities. Lot number: 901331 manufacturing date:2011-09 expiration date:2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: new events were added: changes in menstrual cycle, abnormal bleeding, allergic reactions, bladder problems, dyspareunia, brain fog, memory loss, hair loss, dental problems, hormonal problems. This case refers to a patient who received ethinylestradiol + levonorgestrel and experienced menometrorrhagia ('irregular and heavy bleeding'), abdominal pain, abnormal bleeding (regarded as genital bleeding). These events are listed in the reference safety information of the suspect drug. Considering the safety profile of the drug and the implied temporal relationship, a causality of ethinylestradiol + levonorgestrel for these events was considered likely (related). Regarding essure, a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('irregular and heavy bleeding'), intervertebral disc protrusion ('herniated disc / discotomy l4-5 on the left side with herniated disc l4-5 on the left side'), inguinal hernia ('inguinal hernia on the right side') and mammoplasty ('breast reduction bilateral') in a 40-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included microgynon 30 coated tablet for menses irregular with excessive bleeding. Other product or product use issues identified: product use in unapproved indication "patient used microgynon 30 to irregular, heavy menstrual blood flow" from (B)(6) 2017. The patient's medical history included allergy to antibiotic (she does not know which one.) In 2013, weight gain from (B)(6) 2012, pregnancy in 2011, pelvic discomfort (treated with mensendieck therapist) in 2011, numbness in (B)(6) 2011, paraesthesia lower limb in (B)(6) 2011, low back pain (radiating pain, on standing and walking especially at night. Persistent severe radicular syndrome l5 left. Clinically no sign of cauda syndrome. Morphine effect.) In (B)(6) 2011, retention with overflow and coronary artery disease (child has leukaemia). Concomitant products included oxycodone for back pain, drospirenone + ethinylestradiol (yasmin) from (B)(6) 2012 for contraception and naproxen from (B)(6) 2017 for general body pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pain in extremity ("leg pain"), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("menstrual pain"), polymenorrhoea ("frequent menses every 2.5 weeks") and abdominal pain ("abdominal pain"). From (B)(6) 2017, the patient received microgynon 30 (oral), 1 dosage form(s) daily. In (B)(6) 2017, the patient experienced hypoaesthesia ("socially numb with microgynon 30 / general numbness"). In (B)(6) 2017, the patient experienced pain ("generalized body pain (did not relieve with naproxen)"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria hospitalization and intervention required), fatigue ("excessive tiredness"), back pain ("back pain radiating to the legs, to the toes"), intervertebral disc protrusion (seriousness criterion hospitalization), middle insomnia ("sleep interrupted") and inguinal hernia (seriousness criterion hospitalization) and underwent mammoplasty (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2013 , on (B)(6) 2014 and then from (B)(6) 2017. The patient was treated with physical therapy (on (B)(6)2013) and surgery (the fallopian tubes and uterus were removed). Essure was removed on (B)(6)2017. In (B)(6) 2017, the hypoaesthesia had resolved. In (B)(6) 2017, the pain had resolved. At the time of the report, the menometrorrhagia had resolved, the fatigue had not resolved and the back pain, intervertebral disc protrusion, middle insomnia, pain in extremity, inguinal hernia, mammoplasty, dysmenorrhoea, polymenorrhoea and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, fatigue, hypoaesthesia, inguinal hernia, intervertebral disc protrusion, mammoplasty, menometrorrhagia, middle insomnia, pain, pain in extremity and polymenorrhoea with essure. The reporter considered hypoaesthesia to be related to microgynon 30. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, fatigue, inguinal hernia, intervertebral disc protrusion, mammoplasty, menometrorrhagia, middle insomnia, pain, pain in extremity and polymenorrhoea with microgynon 30. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: persistent severe radicular syndrome l5 left with small disc herniation l4-5 on left.. Smear cervix - on (B)(6) 2012: pap class: pap 1. Ultrasound scan vagina - on an unknown date: uterus: retroflexion; myometrium: small subserous myoma, 11 mm in size; uterine cavity: nice triple view, however thick 13 mm; adnexa left: normal; adnexa right: normal; douglas pouch: no free fluid; remarks/observations: essure left and right well positioned, not touching the endometrium. Conclusions: no anatomical abnormalities. Lot number: 901331 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. This case refers to a patient who received ethinylestradiol + levonorgestrel and experienced menometrorrhagia ('irregular and heavy bleeding'). This event is listed in the reference safety information of the suspect drug. Considering the safety profile of the drug and the implied temporal relationship, a causality of ethinylestradiol + levonorgestrel for the event menometrorrhagia ('irregular and heavy bleeding') was considered likely (related). Regarding essure, based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure has been removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of ptc. On 22-apr-2021: all required attempt were completed. Case routing completed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.